Event description:
Caster broke off the chair/1987 - no injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model is unknown, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a female whose age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.